Event description:
During an initial implant procedure, decreased sensing and capture issues were observed on the device. The device was then explanted and replaced to resolve the event. The patient is stable.

Manufacturer narrative:
The reported events of r-wave amp variation and unspecified capture issue could not be confirmed. The pacer was received in normal working conditions with battery voltage above elective replacement indicator (eri). Electrical and mechanical analysis performed, including sensing and output/capture verification indicated normal device functionality. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.